Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. No issues observed upon visual inspection. Data was extracted using approved software. Sensor was found to be in state 5 (normal termination). Removed sensor plug and inspected the connector. All three contacts were installed properly. Performed visual inspection on sensor neck and no damage or cracks were observed in the sensor neck. Linearity testing was performed and all results with within specification. No product deficiency was identified. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer received a reading from his adc freestyle libre sensor that was subsequently believed to be erroneously high. Caller further reported that on (B)(6) 2017 he received a sensor reading of 231 mg/dl at 6:30 am and self-administered 12 units of unspecified ¿slow-acting¿ insulin and 7 units of unspecified ¿rapid-acting¿ insulin. Approximately one hour later (7:20 am), customer experienced a loss of consciousness. Paramedics were called and upon arrival received a reading of 47 mg/dl and transported him to a hospital. At the hospital, customer was given juice to drink. A subsequent blood glucose reading of 57 mg/dl was received on an unspecified hospital device. No additional treatment was required. There was no report of death or permanent injury associated with this event.